Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, d9, g1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for right side. Device has been explanted.